Event description:
Caller reported there is a black line crossing the display of the meter vertically and also in one of the corners of the display. No adverse event reported. Requested return of the alleged meter for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).